Event description:
It was reported that a spectrum iq pump alarmed air in line but there was no bubble or air in line. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported air in line error was not reproduced and all calibrations were within specification. A review of the event history log revealed air in line messages, however these may be a result of normal pump operation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified however troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.